Manufacturer narrative:
Medtronic rep downgraded software and the surgeon was able to use navigation for the remainder of the case. No impact to pt outcome.

Event description:
Site rep called to report that after successfully acquiring empty, ap, and lateral images in synergy spine 1.7, the software showed only two quadrants in the registration screen, the synthetic ap and the ap fluoro image. No lateral images. Rep downgraded to 1.6 and re-attempted the fluoromerge registration normally. Surgeon was able to use the system for the remainder of the case and there was no negative impact to the pt.